Manufacturer narrative:
Medical devices cont: 511211 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead dislodged about one month after implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.